Event description:
I had a breast augmentation in (B)(6) 2011 using (B)(4) implant, memory gel siltex, 325cc, round, cohesive gel, high profile and I discovered 1 month and a half ago a sagging, deviation to the arm and change in the form of breast. I did a routine ultra sound first resulting in suspicious intracapsular ruptured implant and presence of silicone in the armpit. After that I did MRI that confirmed the rupture, extra capsular with a lot of leaking to lymph nodes. I did a revision surgery (B)(6) 2016, one month ago, and removed the old implant (when it was removed it was torn in the middle, yellow color, the culture showed that there was no growth) and replaced it with a new (B)(4) high profile cohesive same size and another operation at the same time an excision biopsy of a 3cm lymph nodes covered with silicone (result of culture was reactive) in addition to 5 other nodes smaller one. I still have 4 other lymph nodes covered with silicone! I did an ultra sound last week showing still silicone in my under pit. My question is as follow: is it safe to keep the silicone leaked and captured by 4 other lymph nodes ? What does the latest study says about leaving the silicone in lymph nodes? Does it make me sick? Cancer in the future? Is there any other solution to remove the silicone without removing the lymph nodes? I already removed 6 lymph nodes and am afraid of having more complications if I remove the other four. I already experiencing cording (axillary web syndrome) and pain in my under arm and started physiotherapy.